Event description:
A male underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. The iliac was a little tortuous and had ulcer-like patches at the seal zone. A distal type I endoleak developed, so in 2008, the physician placed another iliac leg graft.

Manufacturer narrative:
Eval: zenith devices are each shipped with an instructions for use booklet that lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate f/u so that leaks, should they occur, can be identified and addressed before causing clinical problems. The device remains implanted, and no films were provided to assist in this investigation. An internal clinical review indicated that the event was a result of pt anatomy and possibly anatomical changes over time.